Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, an inappropriate shock was delivered. A revision procedure was performed and the lead was removed from service and replaced. The physician did not identify any lead damage or header anomaly during the procedure. No additional adverse patient effects were reported.